Event description:
Due to anticoagulation, physician came into procedure to seal the groin. An angioseal was deployed & the patient subsequently had loss of pulses on the right foot & the extremity became cool and mottled. Right femoral artery was occluded with blood clots. Flow successfully restored via ballooning with thrombolysis in myocardial infarction (timi) 3 flow.